Event description:
Had essure placed in 2011. Since then I've had severe pain in the pelvic area, migraine headaches, back pain, one infection after another (yeast), heavy painful periods with huge clots, painful sexual intercourse, rashes that can't be explained, just constant severe pain that affects my daily life.